Event description:
Procedure performed: hepatectomy. Event description: when grasper insert this device through the septum is not smoothly. Surgeon open the seal house and check, then they find the valve was coming off. They replaced with a new one to completed this surgery. Product available for return. Additional information was received via email on 07oct2021 from the distributor: a 5mm grasper was used with the trocar. No other instrumentation was used prior to the incident. No internal seal components were removed or cut in order to inspect the damaged component. The valve did detach. Type of intervention: the case was completed with a new one. Patient status: fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a black fragment. Visual inspection of the event unit confirmed that the shield, an internal plastic component of the seal, had separated from the seal. The black fragment matched the missing portion of the septum, an internal rubber component of the seal. Based on the condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Correction: removed "company representative" from g2 report source.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: hepatectomy. Event description: when grasper insert this device through the septum is not smoothly. Surgeon open the seal house and check, then they find the valve was coming off. They replaced with a new one to completed this surgery. Product available for return. Additional information was received via email on 07oct2021 from the distributor: a 5mm grasper was used with the trocar. No other instrumentation was used prior to the incident. No internal seal components were removed or cut in order to inspect the damaged component. The valve did detach. Type of intervention: the case was completed with a new one. Patient status: fine.